Event description:
Pt has central catheter. During laserdiode procedure, anesthetic administered via IV tubing noted that unable to sedate neonate. Upon evaluation of situation, noted that leakage found at bi-fuse thus pt did not receive medication. Line violation and lack of sedation occurred. IV tubing set up changed and sedation given. Significant delay in procedure due to equipment failure. Pt given claforan and vancomycin x 1 dose due to central line violation and potential for bacteremia. Neonate with umbilical central venous catheter was on a vasopressor (dopamine). Noted that child had fluid leakage from tubing, and bifuse noted to be leaking at the connection. All IV tubing changed, vasopressor continued. Central venous catheter line violation resulting with potential for bacteremia, also potential for decrease in blood pressure due to leakage and this child was very unstable at the time of this incident.